Event description:
It was reported that the right ventricular lead had erratic high thresholds and an increased impedance. The atrial lead was also reported to have noise. No noise was seen during provocative testing. Both leads remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.